Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient with multiple controller fault alarms. The controller was exchanged and returned to the manufacturer for evaluation. Upon receipt, controller passed visual but failed functional testing. A controller fault alarm occurred when batteries were connected to both ports and power source one (ps1) was the active port. Log files demonstrated two controller fault alarms due to aps failure. The root cause for the reported "controller fault" alarm was found to be failure of the automatic power switching circuit, likely a result of a compromised component supplied by external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had controller fault alarms. Preliminary analysis of the log files confirmed several controller fault alarms had occurred since (B)(6) 2014. The site performed a controller exchange and checked the security of the driveline connection to the controller. The device was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analyses. There was no reported patient injury as a result of this event.